Event description:
It was reported that during a lobectomy, the device fired malformed staples at first firing. Another device was used to complete the procedure. There was no adeverse consequence to the patient.